Manufacturer narrative:
(B)(4). The opt980e optiflow + mask interface adaptor is used to deliver humidified respiratory gases to patients. The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's interface. Method: the complaint opt980e optiflow + mask interface adaptor was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Result: visual inspection of the returned opt980e optiflow + mask interface adapter revealed that the tubing was stretched and detached at the 3-way connector end. The tubing was also stretched at the mask adaptor end. Conclusion: we are unable to determine the cause of the reported event. However, it is likely due to pulling at the tube. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of. The subject interface would have met the specification at the time of production. The user instructions which accompany the opt980e optiflow + mask interface adapter show in pictorial format the correct placement and fitting of the cannula and also warn: "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death."; "do not crush or stretch tube."; "failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A distributor in canada reported via a fisher and paykel healthcare (f&p) field representative that the tubing of an opt980e optiflow + mask interface adaptor was found damaged. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor in (B)(6) reported via fisher paykel healthcare (f&p) field presentative that the tubing of an opt980 optiflow + mask interface adaptor was found damaged. There was no patient involvement.